Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Additionally, it was reported that an altitude alarm occurred while the pump was not outside of the labeled operating range. Reportedly, an obstruction was blocking the speaker holes. After removing the obstruction from the speaker holes, the alarm cleared. Customer¿s blood glucose level was 201 mg/dl.